Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient-specific door did not open, preventing access to patient-specific medications from the pyxis. The field service engineer (fse) troubleshot the issue with tower door, which was not opening properly. The latches and micro switches were cleaned and greased. The device was rebooted, and the doors were tested. Tower door was confirmed to be operational following the service. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door that could not be opened to retrieve patient-specific medications from the system. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.